Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One opened and unused sample was returned to the manufacturing site for evaluation. The sample was visually inspected with no issues found. A flow rate test was performed showing no air in the line during testing. The reported issue cannot be confirmed. Due to previous complaints for air in the line, a corrective action has been opened to further investigate the issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported on 12/dec/23 the pump set was tested. When the ladle (bag) was connected, it was noted that the tubing was deformed at the ladle (bag)-tubing junction. The user had to press the pouch several times for the tubing to bleed (prime). The administration could be started without occlusion, but it was noted that large air bubbles, (approx. 2-3 cm) were intermittently present in the tubing.